Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/05/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 16.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(4) 2017. It was later explanted on (B)(6) 2017, due to hyperopia and presbyopia. There was no incision enlargement, vitrectomy, or sutures used. There was also no patient injury reported. The lens was replaced with the same model, but different diopter of 16.5. No additional information was provided.